Event description:
Patient was implanted on unknown dates with prosthetic total hip and prosthetic total knee replacements. On an unknown date patient was then treated with competitor's plate and screws for orif periprosthetic femur fracture. On an unknown later date, the competitor's plate broke. Patient was returned to the operating room in (B)(6) 2011 and was revised to synthes plate, screws, cable fixation, and cadaver femoral strut graft. Patient was again returned to the operating room on (B)(6) 2012, for a broken synthes plate and a heterotopic non-union. Surgeon performed a revision orif of periprosthetic femoral fracture and removed all hardware and patient was revised with a new plate construct. Surgeon added an additional plate construct as well as an iliac crest aspirate graft and allograft. The cadaver femoral strut graft was cleaned and reimplanted. This is 12 of 16 reports for the same event.

Manufacturer narrative:
Implanted approximately (B)(6) 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.